Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the unit shuts down the in middle of procedures. They are upset because they say the batter is a year and a half old and they would like a new one. They were advised the battery will only last at the most 90 minutes. No other information was provided.